Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge dropped from 35% to 5% while connected to a power source. There was no reported impact to the customer's blood glucose. Reportedly the customer would continue to use the pump for insulin therapy.